Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found insulation degradation and external abrasion. Electrical tests were normal. Visual examination found multiple full breach outer insulation degradation adjacent to connector boot region and an external insulation abrasion breaching the outer insulation and exposing the outer coil due to friction to the device can.

Event description:
This report is to advise of an event observed during analysis.